Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the unit was unable to be started which prevented any incoming testing from being performed. It was noted that its battery contacts and battery connection flex assembly were corroded (lower case needs to be replaced), both bail covers were cracked and that the lower part of the display had one line missing (this was deemed as acceptable). The unit was cleaned and inspected, its lower case, battery contacts, battery connection flex assembly and both bail covers were replaced and it was then tested on the automated test system and passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would not start. The generator is expected to be returned for service. There was no patient involvement. 15jun2018 it was further reported that the product had been returned to service. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.